Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open nephroureterectomy procedure. The device was being used for stapling the renal artery. The stapler was able to fire. The jaws of the device locked onto the tissue. The stapler was locked down and did not open. Could not pull the knobs back to open the jaws. In order to resolve the issue and complete the case, the surgeon had to use a laparoscopic grasper to move back the I-beam and force the jaws of the reload to open. There was no patient harm. The patient status is alive, no injury.